Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced left and right sided hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was unknown. The patient was not hospitalized for the hernia event. It was reported that the hernia was manifested by the patient finding it hard to walk. The patient underwent a hernia repair surgery. Apd therapy was temporarily discontinued and the patient was performing hemodialysis while recovering from the event. At the time of this report, the patient had recovered from the hernia and apd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported the patient experienced left and right sided hernia on an unreported date in 2014. The sample was not returned for evaluation therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.